Manufacturer narrative:
This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ferritin on a cobas 8000 e 602 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a ferritin value of 0.9 ng/ml, which repeated as 202 ng/ml. The sample was repeated a second time and this value was similar to 202 ng/ml. The repeat value was reported to the physician. The ferritin reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer checked the instrument. The water supply filter and water supply tank were checked. The supply filter had slime on it. The flow path from the reagent syringe to the probe was cleaned. The sample probe was adjusted. The liquid level detection voltage and the pressure sensor were adjusted. The probe tip was cleaned. Controls were measured and confirmed the instrument works fine. The investigation determined the issue was consistent with incorrect pre-analytic sample handling.